Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a pocket infection and erosion. Reportedly, the patient had a testicular abscess and believes that the infection seeded in the pocket. There was no additional adverse patient effects were reported. This electrode was explanted.